Event description:
It was reported during a percutaneous peripheral intervention procedure, a hole in the shaft occurred. The 90 % stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery. A 4.00mm x 1.5 cm x 140cm spcb flextome mr cutting balloon catheter was selected to treat the target lesion. Upon removal of the balloon protector, it was noted that there was resistance. They were able to remove the protector after several attempts and started using it in the vessel. During the second inflation, it was observed that a contrast medium was leaking from the shaft part of the catheter near the guidewire exit port. The device was successfully removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for evaluation. A visual examination of the returned device found that the middle to distal end of the midshaft was severely stretched. This stretching extended for 8mm distal to the port. An examination of the balloon and blades identified no issues. During an attempt to inflate the balloon, liquid leaked out through the port. This leak is due to a hole through the severely stretched section of the extrusion. As a result of the leak, it was not possible to inflate the balloon. The balloon protector was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported during a percutaneous peripheral intervention procedure, a hole in the shaft occurred. The 90 % stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery. A 4.00mm x 1.5 cm x 140cm spcb flextome mr cutting balloon catheter was selected to treat the target lesion. Upon removal of the balloon protector, it was noted that there was resistance. They were able to remove the protector after several attempts and started using it in the vessel. During the second inflation, it was observed that a contrast medium was leaking from the shaft part of the catheter near the guidewire exit port. The device was successfully removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is good.